Event description:
It was reported that a patient underwent a rhinoplasty procedure on an unknown date and a plate was inserted. Post-op, the patient has experienced a lot of issues aesthetically and functionally. The patient saw several ents and other surgeons which examined the nose and sent the patient for a CT scan. It was stated that the damage to the nose was worse than expected, as most of the cartilage in the nose was removed and an extensive amount of plates were used in the nose for support (instead of cartilage), which could dissolve and increase scar tissue. The patient needed a reconstructive surgery as a result. Additional information has been requested.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4). Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure date of index surgical procedure? How many pds plate devices were used in this rhinoplasty procedure? What was the initial approach for the index surgical procedure? (Open, laparoscopic or other)? Lot number? What was the tissue condition (normal, thin, calcified, fragile, diseased)? Please describe any medical/surgical intervention required for this event including dates and results. Can you please provide further details on the patient¿s scarring? Did the operating surgeon observe any deficiency or anomaly of the pds plate before, during, after the suture placement or during any re-operation? What symptoms did the patient experience following the index surgical procedure? Onset date? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Do you have any photos? Is there any alleged deficiency with device? Any active intra operative complications during use?